Event description:
It was reported that the patient presented with localized pain and was scheduled for a pocket revision due to slight device migration. The physician noted suspicious coloring in the pocket tissue upon dissection and the decision was made to extract entire system and send for cultures due to possible infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).